Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issue. The device has evidence of physical damage consistent with the device being dropped. The active exhalation control module was replaced due to physical damage.